Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's battery had decreased from 100 to 75 percent within 30 minutes. The customer's blood glucose level was not impacted. The customer could not recall the exact date that this event had occurred last week. Tandem technical support had the customer review the pump history and the battery appeared to be functioning as expected for the time period from (B)(6) 2016. The customer acknowledged.